Event description:
It was reported that cartridge had difficulty moving along guide tracks and caller, while inspecting pump, mistakenly removed black parts from pushrod area, resulting in reported damage to rack pushrod and continued cartridge fit issues. There was no reported impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider for backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to place pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement device and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.